Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 the patient experienced a hardware failure. Dexcom has issued an rga for patient to return the device to be investigated. Distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and the usb port door and dial wheel were missing. Functional testing was attempted, however, the device would not turn on. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure. CAPA was initiated for this issue.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and the usb port door and dial wheel were missing. Functional testing was attempted, however, the device would not turn on. A review of the receiver data log did not confirm a hardware error code.